Event description:
An alarm issue was reported with the adc device in use with iphone 15 with unknown ios operating system version. The low glucose alarm did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced seizure and a loss of consciousness. The customer was provided sweet drinks and unspecified nausea medication by a non-healthcare professional for treatment. It was indicated that the customer also had contact with a healthcare professional (hcp) in an airport (medical clinic) who measured their blood pressure and obtained a blood glucose result of "99." No additional treatment information was provided by the hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. In the event that unanticipated product is received, a physical investigation will be performed. Extended investigation is pending at this time. A final report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 15 with unknown ios operating system version and unknown app version. The low glucose alarm did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced seizure and a loss of consciousness. The customer was provided sweet drinks and unspecified nausea medication by a non-healthcare professional for treatment. It was indicated that the customer also had contact with a healthcare professional (hcp) in an airport (medical clinic) who measured their blood pressure and obtained a blood glucose result of "99." No additional treatment information was provided by the hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported missing low glucose alarm.. The reported issue was investigated and attempted to replicate using similar configuration and the reported issue was unable to be replicated and the system functioned as intended. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with iphone 15 with unknown ios operating system version. The low glucose alarm did not sound, and the customer was not alerted of changes in glucose level. As a result, the customer experienced seizure and a loss of consciousness. The customer was provided sweet drinks and unspecified nausea medication by a non-healthcare professional for treatment. It was indicated that the customer also had contact with a healthcare professional (hcp) in an airport (medical clinic) who measured their blood pressure and obtained a blood glucose result of "99." No additional treatment information was provided by the hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the freestyle librelink app that would have led to the complaint. The customer reported missing low glucose alarm. Attempted to be replicated using similar configurations. The reported issue was unable to be replicated and the system functioned as intended. Therefore, this complaint is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A valid serial number was not provided. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. If the partial product is returned, a physical investigation will be performed and a follow up report submitted. All pertinent information available to abbott diabetes care has been submitted.